Event description:
Balloon catheter was placed into a thrombosed arteriovenous hemodialysis fistula graft for the purpose of declotting the vein graft, it was indicated the balloon ruptured during the first inflation. Another unit was used to successfully complete the procedure without pt complications. This device was returned, evaluated and retained by this MFR. The engineering eval indicated the catheter shaft under the balloon was corkscrewed. The balloon has a 3/4 circumferential tear with jagged edges 13 millimeters distal to the proximal radiopaque marker. The balloon surface was scratched and wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft under the balloon as well as contact with a sharp external source, scratches and wrinkles on the balloon surface. Co believes these factors contributed to this factors contributed to this event and do not attribute it to the device.